Event description:
Ahto disposable suction/irrigator tube set w/ tip-suction/irrigation tubing noticed to be malfunctioning when checked prior to case. The tubing was noted to have a continuous flow of irrigation fluid without activation of the handpiece. Ref: 250-070-620. Lot #: 25092fg2.